Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged hyperglycemia with a highest glucose of 328 mg/dl after disconnecting the ilet for approximately 30 minutes to charge and consuming ramen with egg, then reconnecting without a timely meal announcement; the event involved user procedure issues related to the user interface and did not involve device malfunction. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included a delay to treatment or therapy. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, while a usage problem was identified involving improper or incorrect procedure or method associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.